Manufacturer narrative:
Per data log review: the log showed a ccm freeze on (B)(6) 2022 at 01:36:35 pm, and another on (B)(6) 2022 at 07:48:14. The ccm stopped logging and the local area network / interface board (lan/if) quickly reported buffer overflows. This was because pumps and modules were sending data to the ccm but since the ccm was frozen, the lan/if could not forward the data to the ccm. This will also cause the pumps to flash a 'no system computer' message. This could be caused by the flex cable not making a good connection from the single board computer (sbc) to the lan/if or other causes. The log confirms the complaint.

Event description:
It was reported that the central control monitor (ccm) froze and the pumps lost connection to the ccm. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
H3: 81: evaluation is in progress, but not yet concluded.

Event description:
Additional information was received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. He attempted to boot up the unit and the unit booted to a basic input output system (bios) screen instead of the splash screen. He opened the ccm, cleaned the ribbon cable assembly and reseated the cable. The ccm then booted to the splash screen normally and functioned as expected with no observations of the ccm freezing or losing connection to the pumps.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the main display cable as a possible cause of the complaint and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.